Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the none of the buttons were working and insulin pump locked up put battery in it and it was locked. The customer¿s blood glucose was 240 mg/dl. The customer was assisted with troubleshooting. Customer states they ate dinner programmed bolus and observed insulin pump stuck when attempting to change outset. Customer stated that the time clock for one minute was advances. Customer states they removed the battery, inserted new battery and it failed inserted another screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. However, unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button.